Event description:
It was reported that a patient had residual tingling in the area of parasthesia, ¿even with the stimulation off.¿ patient could tell when stimulation was turned back on. It was noted that the patient ¿could tell when the stimulation was turned back on.¿ this has been happening since patient¿s home was struck by lightning, and before the strike, the patient did not have residual stimulation. It was noted that the patient was in the room that was struck by lightning. It was further noted that the patient's stimulation increased for a second during the strike and then returned to their normal stimulation. It was further reported that the patient met with the manufacturing representative on the day of the report and the device was ¿turned to 0 and then off.¿ it was noted that ¿upon initial interrogation that p3 was on 3.7v, but the stimulation was showing off.¿ it was noted that the patient¿s stimulation was turned on and the patient could feel a change in the stimulation. It was noted that the patient still felt ¿tingles¿ in the same area when the stimulation was turned off. Impedance measurements were normal and there were no error messages when the device was interrogated with the clinician programmer. It was noted that the patient's recharger was plugged into the wall when the lighting struck. Patient had trouble recharging and received no bars at the time of the report, but prior to the lighting strike, the patient had no issues recharging and was able to get 8 bars. Additional information reported that the patient received her recharger and was able to effectively recharge. It was noted that the patient was able to obtain all 8 coupling bars. No further diagnostics were performed. It was noted that the patient was able to turn the stimulation on without any problems with the patient programmer and the amplitudes were all within normal settings as prior to the lightning strike. It was noted that the patient no longer had residual tingling after using new recharger. It was further reported that analysis found no anomaly of the recharger.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4).